Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included morbid obesity and asthma. Concomitant products included nsaids, paracetamol (acetaminophen) since october 2010 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 1 month after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (vaginal hysterectomy due to complications from the essure device, hysterectomy (full) on (B)(6) 2013). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving, the menstrual disorder outcome was unknown and the uterine leiomyoma, depression, anxiety and migraine had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure stents placed without complication coils visualized on the right tubal ostia, two coils visualized on the left as well. Discrepant noted in essure removal. As per pfs, patient has not had essure removed however she had hysterectomy (full) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up 5&6 was processed together. Plaintiff fact sheet received. Event outcome was updated for the event pelvic pain female and bleeding. Event onset date was updated. Concomitant drugs and conditions were added. On (B)(6) 2018: plaintiff fact sheet received. No new significant information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On 20-oct-2010, the patient had essure inserted. On 27-nov-2013, 3 years 1 month after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). On an unknown date, the patient experienced uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure device). Essure was removed on 5-feb-2014. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure stents placed without complication coils visualized on the right tubal ostia, two coils visualized on the left as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-jan-2011: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Events added :abnormal bleeding (vaginal, menorrhagia) and fibroids. Historical conditions added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (vaginal hysterectomy due to complications from the essure device, hysterectomy (full) on (B)(6) 2013). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma, depression, anxiety and migraine had not resolved and the menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure stents placed without complication coils visualized on the right tubal ostia, two coils visualized on the left as well. As per pfs, patient did not had essure removed however she had hysterectomy (full) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. New events depression, anxiety and migraine/ headache were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). On an unknown date, the patient experienced uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent a vaginal hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure stents placed without complication coils visualized on the right tubal ostia, two coils visualized on the left as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc(product technical complaint) update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 37-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, menometrorrhagia, endocervical curettage, endometrial curettage, nausea, diarrhea, vomiting, neck discomfort, gestational diabetes, polycystic ovarian syndrome, lupus erythematosus, abdominal pain, rectal bleeding, dizziness, lightheadedness, hemorrhoids, anemia (iron deficiency), asthma aggravated, hepatomegaly, ovarian cyst, shortness of breath, wheezing, syncope, hemihypoaesthesia, headache, stroke, abdominal cramps, rectal bleeding, hemorrhoids, constipation, hematochezia, twin pregnancy, polycystic ovarian syndrome, type ii diabetes mellitus, diabetes complicating pregnancy, antepartum hemorrhage, extrinsic asthma, cellulitis, vaginal bleeding, migraine and allergic reaction to analgesics. Denies fever but having chills. Denies sick contacts.). Concurrent conditions included morbid obesity, asthma, right lower quadrant pain, ovarian cyst, cholecystectomy, cough, hypertension, chest tightness, chest pain, palpitations, skin lesion, swelling of legs (at times painful), abdominal pain (and right upper quadrant abdominal), cramp in lower abdomen, back pain (and between shoulder blades), hypothyroidism, fibromyalgia, gastroenteritis, malaise, weight loss, rectal bleeding, bleeding duodenal ulcer, fever, chills, fatigue (feeling tired (fatigue)), lower gastrointestinal bleeding, hematochezia, pain epigastric, diverticulosis, sleep disorder, anxiety, depression, irritable bowel syndrome, arthroplasty nos, gastrooesophageal reflux disease, constipation, heartburn, motor vehicle accident, endometriosis, polycystic ovarian syndrome, uterine prolapse, photophobia, headache, headache, osteoarthritis, sore throat, arthralgia, general body pain, neck pain, lymphadenopathy, vertigo, vitamin d deficiency, enterocolitis infectious, lymphadenopathy, gastric bypass and cyst removal. Concomitant products included nsaids, paracetamol (acetaminophen) since (B)(6) 2010 and salbutamol sulfate (albuterol sulfate). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 1 month after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines/ headaches"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (vaginal hysterectomy due to complications from the essure device, hysterectomy (full) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved, the menstrual disorder and post procedural complication outcome was unknown, the vaginal haemorrhage was resolving and the uterine leiomyoma, depression, anxiety and migraine had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure stents placed without complication coils visualized on the right tubal ostia, two coils visualized on the left as well. Discrepant noted in essure removal. As per pfs, patient has not had essure removed however she had hysterectomy (full) on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Outcome of events persistent pelvic pain and menorrhagia was updated to recovered/resolved. New reporter was added. New event added:post removal complication-yes we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.